Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log confirmed a loss of connection. The reported event of an unknown issue with the transmitter has been confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue with the transmitter occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of an unknown issue with the transmitter through connection loss. A root cause could not be determined via data. The reported issue of unknown issue with the transmitter is reportable based on the finding of connection loss.